Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump display went blank and that a beeping sound started coming out of the pump. Her blood glucose at the time of incident was 74 mg/dl. Customer states that she's camping and that the weather is humid. Troubleshooting was initiated and the pump appeared to be undamaged. Customer was advised to insert a new aaa alkaline battery as soon as possible, and if the display does not return then she is to discontinue use of insulin pump revert to a back-up plan per health care provider's instructions. A replacement pump was sent to the customer and nothing was returned.

Manufacturer narrative:
The insulin pump was received with blank display after countdown due to faulty component on the mother board. No beeping anomaly noted. The insulin pump had minor scratches on lcd window and cracked battery tube threads.